Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient experienced mesh erosion pain and infection, and she underwent explant surgery on (B)(6) 2008. It was reported that mini arc was implanted due to stress urinary incontinence on (B)(6) 2011. The patient experienced mesh erosion and dyspareunia and underwent explant surgery on (B)(6) 2011. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-03912. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2010 due to exposure, dyspareunia, recurrent cystitis and urinary retention. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient underwent a gynecological procedure on (B)(6) 2011 and ams miniarc was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03912. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.